Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report that the cv-190 was not producing an image with multiple 180 scopes. Tac performed several trouble-shooting options with the customer including cable orientation and testing a second imaging device. Customer confirmed that the cables were correct and the other imaging device functioned properly when the same scopes were plugged in. Consequently, tac informed the customer that the paddle connection of the cv-190 is likely defective and recommended the device be returned for repair. The device has not yet been evaluated. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
The customer reported that the evis exera iii video system center was not producing an image. According to the initial reporter, this event did not occur during a procedure, no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by an olympus repair technician and the user complaint was confirmed due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of why the printed circuit board failed could not be identified. Olympus will continue to monitor field performance for this device.